Manufacturer narrative:
The insulin pump received with normal operating currents no unexpected failed battery test alarm during testing noted. The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling or frozen screen during testing noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump alarmed button error. Customer stated he initially had issues with the battery and freezing the device but now believes it's a button issues. Customer can see the time advance. He removed the batter and the device alarmed button error. Customer was attempting to give a bolus and the numbers continued to scroll up. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis. Customer stated the device continue to alarm failed battery test each time a new battery was inserted.